Manufacturer narrative:
Additional information was received that contact #12, which was missing form the lead when it was returned to bsn, was retrieved and not left inside the patient's body.

Event description:
A report was received that during a lead revision, the physician discovered fraying at the distal end of the paddle lead. It appeared that two of the cables had become exposed and were no longer insulated. The lead was replaced and the patient was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision, the physician discovered fraying at the distal end of the paddle lead. It appeared that two of the cables had become exposed and were no longer insulated. The lead was replaced and the patient was reportedly doing well following the procedure.

Event description:
A report was received that during a lead revision, the physician discovered fraying at the distal end of the paddle lead. It appeared that two of the cables had become exposed and were no longer insulated. The lead was replaced and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
The lead exhibited not only the explant damages but also pre-explant damages. The physician stated that he observed damages on the distal end portion (fraying and exposed wires) as he pulled the lead out from the patient. This was confirmed in visual inspection. Visual inspection also found e #12 is missing from the paddle that was used as cathode (B)(4). These facts suggest that the implanted paddle lead may have been damaged prior to explant, which in turn had caused intermittent stimulation as the patient's posture changed. The root cause of the damage can not be determined.